Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9fpeb02a for evaluation. The in-house contour next test strips from the same lot were also used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample, which gave a satisfactory performance.

Event description:
The customer reported that he ran a blood test on his contour next one meter and obtained a reading of 23 mg/dl. The customer immediately performed a repeat test and obtained a reading of 94 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.